Event description:
Philips received a complaint from the mechanical engineer (me) on the v60 ventilator indicating that while inspecting the device, it was observed that it was getting error code 110a check vent: proximal pressure sensor auto-zero failed message. The device was replaced with the same model. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and was not able to duplicate the reported issue by a test run. Since occurrence record of "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) was confirmed in the event log, the solenoid valves 3 and 4 were replaced. The device passed the required performance verification tests per philips standards and was returned to service.